Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent vaginal vault suspension to the uterosacral ligaments, posterior repair with perineoplasty and cystoscopy with excision of foreign body and removal of bladder stone on (B)(6) 2012 due to recurrent pop. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of mesh and bladder stones, restitched bladder to vaginal wall, placed stents on 08/16/2011 due to mesh adhered to bladder wall. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with cystourethroscopy due to uterovaginal prolapse, rectocele and cystocele. It was reported that the patient underwent a tvh, modified mccall culdoplasty and cystourethroscopy on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder injury, urge incontinence, burning with urination, urinary frequency, blood in urine, pelvic organ prolapse, and cystitis. It was reported that the patient underwent cystoscopy on (B)(6) 2011 by dr. (B)(6) due to bladder stone with foreign body. It was reported that the patient underwent excision of anterior vaginal wall mesh, removal of bladder stone, complicated repair of bladder, anterior colporrhaphy with vaginal paravaginal repair, and cystourethroscopy on (B)(6) 2011 by dr. (B)(6) due to bladder stone with erosion of synthetic mesh into the bladder, recurrent cystocele, dyspareunia, and pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.